Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and it was noted that particulate matter was observed within the dialyzer header cap. The particulate matter was isolated from the header cap and microscopic testing and comparison testing was performed. The particulate matter was determined to a human hair. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Phone number: (B)(6). Address: (B)(6). The issue occurrence date was an unreported date in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during set up, one unit of revaclear 300 was observed to have a hair strand at the arterial side. There was no patient involvement reported. No additional information is available.